Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately control high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 before noon. The patient reported a control solution reading of "147 mg/dl" with the subject meter. It is not known if the patient was taking any diabetes medications or whether the patient made any changes to his diabetes regimen at the time of the alleged issue. The patient claimed he was feeling shaky and was extremely hungry 2 hours before the start of the alleged issue. In spite of his symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct; however determined that the patient was not using the correct control solution replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.